Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("painful menstrual cycles"), vulvovaginal pain ("vaginal pain (sharp stabbing pain that radiates on the right side)"), genital haemorrhage ("excessive bleeding"), abdominal pain ("abdominal pain (sharp stabbing pain that radiates on the right side)"), cellulitis ("cellulitis") and herpes zoster ("shingles") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shirodkar operation, cholecystectomy, multigravida, parity 2, miscarriage (due to water breaking at 15 weeks) and smoker. Concomitant products included levothyroxine sodium for hypothyroidism and cefalexin (cephalexin) for infection. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced bladder pain ("bladder pain"), pollakiuria ("frequent urination") and urge incontinence ("frequent urges"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), undifferentiated connective tissue disease ("undifferentiated connective tissue disease"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), arthralgia ("joint pain (hands, hips and knees, and all over pain)"), fatigue ("excessive fatigue"), cellulitis (seriousness criterion medically significant), muscle disorder ("pelvic floor dysfunction"), herpes zoster (seriousness criterion medically significant), pain ("chronic pain"), allergy to metals ("allergic to nickel") with urticaria, pruritus, rash generalised and vulvovaginal rash, gastrooesophageal reflux disease ("irritate my acid reflux / gerd"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), depression ("depression"), pelvic pain ("pelvic pain") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with prednisone, hydroxychloroquine sulfate (plaquinol), amitriptyline, sumatriptan (imitrex), hydrocodone, botulinum toxin type a (botox), pentosan polysulfate sodium (elmiron), tramadol, cimetidine (tagamet), venlafaxine hydrochloride, ibuprofen, dicycloverin hydrochloride (bentyl), esomeprazole magnesium (nexium), surgery (vaginal hysterectomy, bilateral tubes removed). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, genital haemorrhage, undifferentiated connective tissue disease, migraine, cystitis interstitial, fatigue, cellulitis, muscle disorder, herpes zoster, pain, allergy to metals, gastrooesophageal reflux disease, hypersensitivity and irritable bowel syndrome outcome was unknown and the vulvovaginal pain, abdominal pain, fibromyalgia, arthralgia, bladder pain, pollakiuria, urge incontinence, anxiety, depression and pelvic pain had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, bladder pain, cellulitis, cystitis interstitial, depression, dysmenorrhoea, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, herpes zoster, hypersensitivity, irritable bowel syndrome, migraine, muscle disorder, pain, pelvic pain, pollakiuria, undifferentiated connective tissue disease, urge incontinence and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion/essure coils in place. On (B)(6) 2015: ana positive. Metal patch test positive on (B)(6) 2015. Concerning the injuries reported in this case, the following one/ones were reported via medical records: anxiety, fatigue, gerd, joint pain, abdominal pain, fibromyalgia, cellulitis, connective tissue disorder, migraine most recent follow-up information incorporated above includes: on 4-dec-2017: pfs and medical records received. Patient's medical history, concomitant drug and treatment drugs added. Events: undifferentiated connective tissue disease, fibromyalgia, migraines, hives, itching, interstitial cystitis, joint pain, excessive fatigue, cellulitis, pelvic floor dysfunction, shingles, chronic pain, dysmenorrhoea, vulvovaginal pain, genital haemorrhage, cellulitis, abdominal pain, bladder pain, frequent urination, frequent urges, allergic to nickel, irritate my acid reflux / gerd, allergic reactions, constant rashes (arms break into rashes, face rash), anxiety, depression, pelvic pain, irritable bowel syndrome and vaginal rash added. Case upgraded to incident. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. On 3-jan-2018: coding correction of events "pelvic floor dysfunction" and "constant rashes (arms break into rashes, vaginal rash, face rash, chest rash)" was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("painful menstrual cycles"), vulvovaginal pain ("vaginal pain (sharp stabbing pain that radiates on the right side)"), genital haemorrhage ("excessive bleeding"), cellulitis ("cellulitis"), herpes zoster ("shingles") and abdominal pain ("abdominal pain (sharp stabbing pain that radiates on the right side)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shirodkar operation, cholecystectomy, multigravida, parity 2, miscarriage (due to water breaking at 15 weeks) and smoker. Concomitant products included levothyroxine sodium for hypothyroidism and cefalexin (cephalexin) for infection. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced bladder pain ("bladder pain"), pollakiuria ("frequent urination") and urge incontinence ("frequent urges"). On (B)(6) 2015, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), cellulitis (seriousness criterion medically significant), herpes zoster (seriousness criterion medically significant), undifferentiated connective tissue disease ("undifferentiated connective tissue disease"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), arthralgia ("joint pain (hands, hips and knees, and all over pain)"), fatigue ("excessive fatigue"), muscle disorder ("pelvic floor dysfunction"), pain ("chronic pain"), allergy to metals ("allergic to nickel") with urticaria, pruritus, rash and vulvovaginal rash, gastrooesophageal reflux disease ("irritate my acid reflux / gerd"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), depression ("depression"), pelvic pain ("pelvic pain"), irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("menorrhagia"), myocardial infarction ("heart attack"), blood pressure increased ("blood pressure usually gets really high too"), nausea ("nauseous"), blood pressure decreased ("my blood pressure and pulse go down"), connective tissue disorder ("connective tissue disorder"), hypothyroidism ("hypothyroidism") and heart rate decreased ("my blood pressure and pulse go down"). The patient was treated with prednisone, hydroxychloroquine sulfate (plaquinol), amitriptyline, sumatriptan (imitrex), hydrocodone, botulinum toxin type a (botox), pentosan polysulfate sodium (elmiron), tramadol, cimetidine (tagamet), venlafaxine hydrochloride, ibuprofen, dicycloverine hydrochloride (bentyl), esomeprazole magnesium (nexium), surgery (vaginal hysterectomy, bilateral tubes removed). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, vulvovaginal pain, genital haemorrhage, cellulitis, herpes zoster, abdominal pain, undifferentiated connective tissue disease, fibromyalgia, migraine, cystitis interstitial, arthralgia, fatigue, muscle disorder, pain, bladder pain, pollakiuria, urge incontinence, allergy to metals, gastrooesophageal reflux disease, hypersensitivity, anxiety, depression, pelvic pain, irritable bowel syndrome and urticaria had not resolved, the menorrhagia had resolved and the myocardial infarction, blood pressure increased, nausea, blood pressure decreased, connective tissue disorder, hypothyroidism and heart rate decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, bladder pain, blood pressure decreased, blood pressure increased, cellulitis, connective tissue disorder, cystitis interstitial, depression, dysmenorrhoea, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, heart rate decreased, herpes zoster, hypersensitivity, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, muscle disorder, myocardial infarction, nausea, pain, pelvic pain, pollakiuria, undifferentiated connective tissue disease, urge incontinence, urticaria and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: bilateral tubal occlusion/essure coils in place. (B)(6) 2015: ana positive. Metal patch test positive on (B)(6) 2015. Concerning the injuries reported in this case, the following one/ones were reported via medical records: anxiety, fatigue, gerd, joint pain, abdominal pain, fibromyalgia, cellulitis, connective tissue disorder, migraine, heart attack, could barely breath, calcium decreased, nauseous, urinary tract infection, connective tissue disorder,hypothyroidism. Most recent follow-up information incorporated above includes: on 23-mar-2018: content from plaintiff fact sheet, new reporter and new event heart attack, blood pressure usually gets really high too, nauseous, connective tissue disorder, hypothyroidism were added were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful menstrual cycles'), genital haemorrhage ('excessive bleeding') and abdominal pain ('abdominal pain (sharp stabbing pain that radiates on the right side)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shirodkar operation, cholecystectomy, multigravida, parity 2, miscarriage (due to water breaking at 15 weeks) and smoker. Concomitant products included levothyroxine sodium for hypothyroidism and cefalexin (cephalexin) for infection. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain (sharp stabbing pain that radiates on the right side)"). In 2013, the patient experienced bladder pain ("bladder pain"), pollakiuria ("frequent urination") and urge incontinence ("frequent urges"). On (B)(6) 2015, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bladder prolapse ("bladder prolapse"), rectal prolapse ("rectal prolapse"), herpes zoster ("shingles"), cellulitis ("cellulitis"), undifferentiated connective tissue disease ("undifferentiated connective tissue disease"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), arthralgia ("joint pain (hands, hips and knees, and all over pain)"), fatigue ("excessive fatigue"), muscle disorder ("pelvic floor dysfunction"), pain ("chronic pain"), allergy to metals ("allergic to nickel") with urticaria, pruritus, rash and vulvovaginal rash, gastrooesophageal reflux disease ("irritate my acid reflux / gerd"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), depression ("depression"), pelvic pain ("pelvic pain"), irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("menorrhagia"), myocardial infarction ("heart attack"), nausea ("nauseous"), connective tissue disorder ("connective tissue disorder"), hypothyroidism ("hypothyroidism"), back pain ("lower back pain") and infection ("infection") and was found to have blood pressure increased ("blood pressure usually gets really high too"), blood pressure decreased ("my blood pressure and pulse go down") and heart rate decreased ("my blood pressure and pulse go down"). The patient was treated with amitriptyline, botulinum toxin type a (botox), cimetidine (tagamet), dicycloverine hydrochloride (bentyl), esomeprazole, hydrocodone, hydroxychloroquine sulfate (plaquinol), ibuprofen, pentosan polysulfate sodium (elmiron), prednisone, sumatriptan (imitrex), tramadol, venlafaxine hydrochloride and surgery (vaginal hysterectomy, bilateral tubes removed). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, genital haemorrhage, abdominal pain, herpes zoster, cellulitis, vulvovaginal pain, undifferentiated connective tissue disease, fibromyalgia, migraine, cystitis interstitial, arthralgia, fatigue, muscle disorder, pain, bladder pain, pollakiuria, urge incontinence, allergy to metals, gastrooesophageal reflux disease, hypersensitivity, anxiety, depression, pelvic pain, irritable bowel syndrome and urticaria had not resolved, the bladder prolapse, rectal prolapse, myocardial infarction, blood pressure increased, nausea, blood pressure decreased, connective tissue disorder, hypothyroidism, heart rate decreased, back pain and infection outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder pain, bladder prolapse, blood pressure decreased, blood pressure increased, cellulitis, connective tissue disorder, cystitis interstitial, depression, dysmenorrhoea, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, heart rate decreased, herpes zoster, hypersensitivity, hypothyroidism, infection, irritable bowel syndrome, menorrhagia, migraine, muscle disorder, myocardial infarction, nausea, pain, pelvic pain, pollakiuria, rectal prolapse, undifferentiated connective tissue disease, urge incontinence, urticaria and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion/essure coils in place. (B)(6) 2015: ana positive. Metal patch test positive on (B)(6) 2015 . Concerning the injuries reported in this case, the following one/ones were reported via medical records: anxiety, fatigue, gerd, joint pain, abdominal pain, fibromyalgia, cellulitis, connective tissue disorder, migraine,heart attack,could barely breath,calcium decreased,nauseous,urinary tract infection,connective tissue disorder,hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful menstrual cycles'), genital haemorrhage ('excessive bleeding'), abdominal pain ('abdominal pain (sharp stabbing pain that radiates on the right side)'), bladder prolapse ('bladder prolapse '), rectal prolapse ('rectal prolapse'), herpes zoster ('shingles') and cellulitis ('cellulitis') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shirodkar operation, cholecystectomy, multigravida, parity 2, miscarriage (due to water breaking at 15 weeks) and smoker. Concomitant products included levothyroxine sodium for hypothyroidism and cefalexin (cephalexin) for infection. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain (sharp stabbing pain that radiates on the right side)"). In 2013, the patient experienced bladder pain ("bladder pain"), pollakiuria ("frequent urination") and urge incontinence ("frequent urges"). On (B)(6) 2015, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bladder prolapse (seriousness criterion medically significant), rectal prolapse (seriousness criterion medically significant), herpes zoster (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), undifferentiated connective tissue disease ("undifferentiated connective tissue disease"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), arthralgia ("joint pain (hands, hips and knees, and all over pain)"), fatigue ("excessive fatigue"), muscle disorder ("pelvic floor dysfunction"), pain ("chronic pain"), allergy to metals ("allergic to nickel") with urticaria, pruritus, rash and vulvovaginal rash, gastrooesophageal reflux disease ("irritate my acid reflux / gerd"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), depression ("depression"), pelvic pain ("pelvic pain"), irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("menorrhagia"), myocardial infarction ("heart attack"), nausea ("nauseous"), connective tissue disorder ("connective tissue disorder"), hypothyroidism ("hypothyroidism") and back pain ("lower back pain") and was found to have blood pressure increased ("blood pressure usually gets really high too"), blood pressure decreased ("my blood pressure and pulse go down") and heart rate decreased ("my blood pressure and pulse go down"). The patient was treated with amitriptyline, botulinum toxin type a (botox), cimetidine (tagamet), dicycloverine hydrochloride (bentyl), esomeprazole, hydrocodone, hydroxychloroquine sulfate (plaquinol), ibuprofen, pentosan polysulfate sodium (elmiron), prednisone, sumatriptan (imitrex), tramadol, venlafaxine hydrochloride and surgery (bladder prolapse repair, rectal prolapse repair and vaginal hysterectomy, bilateral tubes removed). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, genital haemorrhage, abdominal pain, herpes zoster, cellulitis, vulvovaginal pain, undifferentiated connective tissue disease, fibromyalgia, migraine, cystitis interstitial, arthralgia, fatigue, muscle disorder, pain, bladder pain, pollakiuria, urge incontinence, allergy to metals, gastrooesophageal reflux disease, hypersensitivity, anxiety, depression, pelvic pain, irritable bowel syndrome and urticaria had not resolved, the bladder prolapse, rectal prolapse, myocardial infarction, blood pressure increased, nausea, blood pressure decreased, connective tissue disorder, hypothyroidism, heart rate decreased and back pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder pain, bladder prolapse, blood pressure decreased, blood pressure increased, cellulitis, connective tissue disorder, cystitis interstitial, depression, dysmenorrhoea, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, heart rate decreased, herpes zoster, hypersensitivity, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, muscle disorder, myocardial infarction, nausea, pain, pelvic pain, pollakiuria, rectal prolapse, undifferentiated connective tissue disease, urge incontinence, urticaria and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion/essure coils in place. (B)(6) 2015: ana positive. Metal patch test positive on (B)(6) 2015. Concerning the injuries reported in this case, the following one/ones were reported via medical records: anxiety, fatigue, gerd, joint pain, abdominal pain, fibromyalgia, cellulitis, connective tissue disorder, migraine,heart attack,could barrly breath,calcium decreased,nauseous,urinary tract infection,connective tissue disorder,hypothyroidism. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new events bladder and rectal prolapse, lower back pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful menstrual cycles'), genital haemorrhage ('excessive bleeding') and abdominal pain ('abdominal pain (sharp stabbing pain that radiates on the right side)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shirodkar operation, cholecystectomy, multigravida, parity 2, miscarriage (due to water breaking at 15 weeks) and smoker. Concomitant products included levothyroxine sodium for hypothyroidism and cefalexin (cephalexin) for infection. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain (sharp stabbing pain that radiates on the right side)"). In 2013, the patient experienced bladder pain ("bladder pain"), pollakiuria ("frequent urination") and urge incontinence ("frequent urges"). On (B)(6)2015, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bladder prolapse ("bladder prolapse"), rectal prolapse ("rectal prolapse"), herpes zoster ("shingles"), cellulitis ("cellulitis"), undifferentiated connective tissue disease ("undifferentiated connective tissue disease"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), arthralgia ("joint pain (hands, hips and knees, and all over pain)"), fatigue ("excessive fatigue"), muscle disorder ("pelvic floor dysfunction"), pain ("chronic pain"), allergy to metals ("allergic to nickel") with urticaria, pruritus, rash and vulvovaginal rash, gastrooesophageal reflux disease ("irritate my acid reflux / gerd"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), depression ("depression"), pelvic pain ("pelvic pain"), irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("menorrhagia"), myocardial infarction ("heart attack"), nausea ("nauseous"), connective tissue disorder ("connective tissue disorder"), hypothyroidism ("hypothyroidism"), back pain ("lower back pain") and infection ("infection") and was found to have blood pressure increased ("blood pressure usually gets really high too"), blood pressure decreased ("my blood pressure and pulse go down") and heart rate decreased ("my blood pressure and pulse go down"). The patient was treated with amitriptyline, botulinum toxin type a (botox), cimetidine (tagamet), dicycloverine hydrochloride (bentyl), esomeprazole, hydrocodone, hydroxychloroquine sulfate (plaquinol), ibuprofen, pentosan polysulfate sodium (elmiron), prednisone, sumatriptan (imitrex), tramadol, venlafaxine hydrochloride and surgery (vaginal hysterectomy, bilateral tubes removed). Essure was removed on (B)(6)2014. At the time of the report, the dysmenorrhoea, genital haemorrhage, abdominal pain, herpes zoster, cellulitis, vulvovaginal pain, undifferentiated connective tissue disease, fibromyalgia, migraine, cystitis interstitial, arthralgia, fatigue, muscle disorder, pain, bladder pain, pollakiuria, urge incontinence, allergy to metals, gastrooesophageal reflux disease, hypersensitivity, anxiety, depression, pelvic pain, irritable bowel syndrome and urticaria had not resolved, the bladder prolapse, rectal prolapse, myocardial infarction, blood pressure increased, nausea, blood pressure decreased, connective tissue disorder, hypothyroidism, heart rate decreased, back pain and infection outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder pain, bladder prolapse, blood pressure decreased, blood pressure increased, cellulitis, connective tissue disorder, cystitis interstitial, depression, dysmenorrhoea, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, heart rate decreased, herpes zoster, hypersensitivity, hypothyroidism, infection, irritable bowel syndrome, menorrhagia, migraine, muscle disorder, myocardial infarction, nausea, pain, pelvic pain, pollakiuria, rectal prolapse, undifferentiated connective tissue disease, urge incontinence, urticaria and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: bilateral tubal occlusion/essure coils in place. (B)(6)2015: ana positive. Metal patch test positive on (B)(6)2015. Concerning the injuries reported in this case, the following one/ones were reported via medical records: anxiety, fatigue, gerd, joint pain, abdominal pain, fibromyalgia, cellulitis, connective tissue disorder, migraine,heart attack,could barely breath,calcium decreased,nauseous,urinary tract infection,connective tissue disorder,hypothyroidism. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Reporter added. Event infection added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.